Event description:
It was reported by service report that the fowler on the stretcher was hard to raise and got stuck on occasions when trying to raise it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler handles.